Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, was guided through reset process, did not experience cgm error again, and successfully started new sensor session.